Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead experienced small p-waves post implant. One day post implant, the right atrial (ra) lead experienced a decrease in p-wave sensing and high thresholds. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.